Manufacturer narrative:
Product complaint # (B)(4). Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable this report is for an unk screws: nail distal locking/part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2021, the (2) unknown distal interlocking screws were removed due to delayed union. The surgeon will be dynamizing the unknown femoral recon nail system (frn) nail to assist in the healing. The patient outcome was unknown. This complaint involves (4) devices. This report is for (1) unk - screws: nail distal locking. This report is 1 of 4 for (B)(4).